Manufacturer narrative:
The service evaluation noted the scope was disassembled during the repair reprocess evaluation identified an additional (g) washer used as a guide plate spacer found moving loosely within the angulation mechanism. Additionally, the customer¿s reported issue was confirmed as the scope failed the air/water leak test at the biopsy channel. Also, the light guide lens adhesive is worn, the objective cover glass lens adhesive is worn, the end adhesive is worn. The insertion tube coating is delaminating, excessive fluid ingress in the scop connector, and the angulations do not be standard specifications. The additional washer has been introduced during the previous major repair on (B)(6) 2020. The customer was not aware of the additional spacer. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (okm) was informed by the biomedical engineer at the user facility that the customer evis lucera elite gastrointestinal videoscope was returned for service/repair for a reported ¿leaking from the distal end¿ found during reprocessing. Upon inspecting and testing, the service evaluation identified an additional (g) washer used as a guide plate spacer found moving loosely within the angulation mechanism. The reportable defect was found during service/repair. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 and g3. G2: checked "other" to correct the country to ireland. G3: correction to g3 of the initial medwatch. The aware date should be 07-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the additional washer from the repair department could not be determined at this time. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.